Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 06/17/2015 with the following findings: display is dim/fading/reddish. Battery compartment is cracked along the side from threads to seal case. Keypad cover is peeling but all keypad buttons respond normally and no contamination was found under contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and a cracked battery compartment. This report is made based on the results of an investigation completed on 06/17/2015.